Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, vessel dissection and patient death occurred. The 80% stenosed, non-tortuous and moderately calcified target lesion was located in the left anterior descending artery (lad). The lesion was 34mm in length with a vessel diameter of 3.0mm. Vascular access was obtained from a right radial access site. The physician used a 6f unknown guide catheter with an extra backup curve to engage the lad ostium coaxially. Another manufacturer¿s guide wire was used to cross the lesion, and a 12 x 2.5mm maverick¿ balloon catheter was used to predilatate. Following predilatation, the lesion was 40% stenosed. The physician then deployed a 38 x 3.0mm promus premier¿ drug-eluting stent. The patient did well during the procedure; however, a spiral dissection occurred which extended upwards from the lad to the aorta. The physician attempted to cover the spiral dissection site with three stents from another manufacturer; however, the patient died. The physician¿s assessment was that the dissection was related to the device.